Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he was wearing the insulin pump against his skin and he was sweating. Blood glucose value could not be provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.